Event description:
A discordant, falsely elevated troponin ultra (tni ul) result was obtained on one patient sample on an advia centaur cp instrument. The same sample was then repeated on the same instrument and another advia centaur cp system, resulting lower on both. The falsely elevated result was not reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant tni ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse replaced the rinse block, grey peri-pump tubing, recalibrated troponin and checked precision. The cause for the discordant troponin result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.